Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer also reported that they received calibration error alarms and change sensor alarm. The customer's blood glucose was 137 mg/dl at the time of call. The customer stated that her blood glucose was 110 mg/dl and sensor glucose was 60 mg/dl when it triggered threshold suspend. The customer declined to troubleshoot for the alarms. The customer stated that the cannula was bent. The sensor will be returned for analysis.